Manufacturer narrative:
Product event summary: the device was returned, analyzed and normal battery depletion was found.

Event description:
It was reported that the device had migrated and turned in the pocket. It was also noted that pocket stimulation was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).